Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection of the returned device was performed following johnson & johnson medtech procedures. Visual analysis revealed a separation between the pebax and the third electrode, and a reddish material inside it. No more test was performed as no malfunction was reported for the device; however, the reddish material inside the pebax could be related to the ¿high¿ message reported by the customer. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The potential cause of the pebax damage could be related to the manufacturing process. The instructions for use (IFU) states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Internal actions are being implemented to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the third electrode. It was initially reported by the customer that during the zeroing of force of the qdot micro at the beginning of an afib procedure, a 'high' symbol appeared on the force tag and the zeroing was impossible. There was no other catheter or sheath in the la. No error appeared on the carto. The cable and catheter were changed but the issue was the same. A 'reset visualization' was successful for zeroing. The customer's reported high force message is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6)2024, the bwi pal revealed that a visual inspection of the returned device found a separation between the pebax and the third electrode and a reddish material inside it. These findings were reviewed and assessed the issue of a ¿separation¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.